Event description:
It was reported that during a percutaneous tranluminal angiography procedure a balloon rupture occurred. The 90% stenosed lesion was located in a severely calcified and moderately tortuous left external iliac artery. The sterling es mr 2mm x 20mm x 143cm balloon was inflated and ruptured. It is unknown how many inflations occurred and to what atmospheres. The procedure was completed with a different device. The patient status is listed as good with no complications reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous tranluminal angiography procedure a balloon rupture occurred. The 90% stenosed lesion was located in a severely calcified and moderately tortuous left external iliac artery. The sterling es mr 2mm x 20mm x 143cm balloon was inflated and ruptured. It is unknown how many inflations occurred and to what atmospheres. The procedure was completed with a different device. The patient status is listed as good with no complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: visual/microscopic inspection of the device revealed a hole in the shaft of the device, located approximately 14mm from the tip. The balloon also appeared to be kinked 14mm from the tip which corresponds with the hole in the inner shaft. Examination of the material surrounding the hole in the shaft and kinked balloon did not reveal any evidence of material or manufacturing deficiencies that would have contributed to the incident. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).